Event description:
After six years of successful cochlear implant use, this pt began to experience odd auditory porcaptions and facial nerve stimulation. Device integrity testing revealed that many of the electredos were faulty. Explantation/reimplantable surgery has been recommended to the clinic but has not been decided upon.